Event description:
Balloon placed for pta of lt. Sfa when completed balloon removed. Balloon was detached from catheter and found inside sheath. Attempted to remove with second balloon. This balloon also detached from catheter inside sheath. At this, dr. (B)(6) opted to replace sheath with a new sheath. Both balloons were found inside sheath and retrieved-intact.